Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information received reported that the right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to out-of-range pace impedance measurements greater than 3,000 ohms and rv threshold measurements of 7 v at 0.4 ms. Fluoroscopy and opening the device pocket revealed that the suspected cause was twiddler's syndrome. The rv lead was wrapped in a spiral, indicating the device had been flipped around in the device pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.